Event description:
The patient's family member reported the patient was brought to the hospital for vomiting and chills due to suspected overdose. The family member stated "this is the second time the patient suffered overdose. The first time was about two months ago, post refill." Follow up with the hcp indicates the patient receives compounded baclofen and dilaudid via the intrathecal drug delivery pump. In the beginning of june the hcp increased the concentration of baclofen from 345 mcg/day to 380.1 mcg/day. One week later, the baclofen was increased to 420 mcg/day and the dilaudid to 4.2/day. Two days later, the printout read 300 mcg/dl and 30 mg/dl concentrations. The patient underwent a revision according to notes in the patient's chart but no dates or dye study results were mentioned. The patient was seen again and the baclofen was increased to 505 mcg/day for spasms and pain. The patient returned the following day with complaints of nausea, vomiting, chills and headache. The patient was vomiting at the hcp office. The dose was decreased to 450 mcg/day. The patient then appeared ill but able to walk without assistance and had no new neurological signs. The patient has not been seen in the hcp office since that time and is not due for a refill. The patient has a prescription for vicodin and percocet to be used for breakthrough pain but it has not been filled recently. The manufacturer has attempted further follow up with the hcp to clarify the events but has not received any further information as of the date of this report.